Event description:
In 2003 a co-worker was having difficulty opening a box of bd safety scalpels. The reporter offered to help and cut their hand on a scalpel in the process. Per the workers' compensation board customer has a 6% partial disability of the left arm.